Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A sample has been shipped; however, it has not been received for evaluation at the manufacturing site. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the luer lock of the infusion 3-way stopcock did not work during surgery. The product was replaced and procedure completed with no patient harm.

Manufacturer narrative:
Additional information provided in .10., h.3., h.6., and h.10. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The unused pak was visually inspected and two yellow stopcocks were improperly connected in series to the infusion manifold and the infusion cannula line. The directions-for-use (dfu) instructs the operator to utilize the single-use procedure pak components within the pak. An extra yellow stopcock from another source (pak) should not have been added to the infusion pathway. It is important to remind the customer the directions for use (dfu) states alcon assumes no responsibility for complications that may arise as a result of the reuse or improper usage of any part of the pack. Potential risk from reuse of the device can result in reduced fluidics performance. No damage was found on both stopcocks. The handle of the yellow stopcocks could open or close as desired. The root cause of the reported event can be attributed to the customer not following the directions for use resulting in a improper connection of components in series along the infusion flow path. Action will not be taken for this occurrence as the customer did not follow the dfu instructions. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: 2020-14549.